Manufacturer narrative:
Section d10 references: product ID 3387s-40 lot# va0t6vd implanted: (B)(6) 2015: product type lead section d information references the main component of the system. Other relevant device(s) are: product ID: 3387s-40, serial/lot #: (B)(6), ubd: 15-sep-2017, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
2024-07-23 mpxr 1204509 (rep, hcp): information was received from the healthcare provider (hcp), via the manufacturer¿s representative (rep), who reported impedances showed ¿investigate¿ range for the left side during neurostimulator interrogation. During surgery, the lead was tested with the twist lock and all impedances showed in the ¿investigate¿ range for both monopolar and bipolar. Monopolar contact 0=4,058; 1=3,726; 2=4,519; 3=4,957. Bipolar contact 0+3=6,420; 0+2=6 ,100; 0+1=4,767, 1+3=5,673; 1+2=4,676; 2+3=4,621. The patient was going to be monitored for changes.

Event description:
Additional information received from the manufacturer¿s representative (rep), which was confirmed with the healthcare provider (hcp), reported the reason for battery replacement was normal battery depletion. The cause of the high impedance was due to the degradation in the lead casing.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.